Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented with erosion from their implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2020, along with an inactive original equipment manufacturer (OEM) left ventricular lead. Patient was stable after the procedure.